Manufacturer narrative:
Concomitant products: 5076 implantable pacing lead, (B)(6) 2007; 305c225 tissue valve, (B)(6) 2012. (B)(4).

Event description:
It was reported that intermittent atrial undersensing was observed on the electrogram. No p-waves were observed via sensing assuarance and atrial capture managment was unable to run. The clinician decided to assess unipolar sensing. The lead is still in use. No patient complications have been reported as a result of this event.